Manufacturer narrative:
The device was not returned. Instead, the device was evaluated by a zoll field technician. The device was put through extensive testing with a simulator without duplicating the report. No fault found with the device. The device was recertified for clinical use. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.